Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.